Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she experienced interference with her peripheral vision. She stated she is having problems going up the escalator at the mall, trouble taking stairs, and difficulty with motion. The symptoms started a year ago in both eyes. Additional info has been requested from the consumer. The surgeon's name was not provided. There are two manufacturer device reports associated with these events. This file is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Additional info was requested from the consumer by phone. The consumer did not return phone call to manufacturer. (B)(4).